Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that renal failure occurred. The patient had a previous renal transplant. The iliac artery was used to connect and support the new kidney; however, the renal artery and iliac artery had developed stenosis at the anastomosis site. Therefore an iliac stenting procedure was performed using an 8.0x30x135cm express® ld iliac / biliary stent. Recently, the patient's renal function turned bad. A renal biopsy was performed which showed hydrophilic polymer emboli. The patient's kidney ultimately failed. No further patient complications were reported and patient's status was stable.